Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced a blood glucose level of 1.6 mmol/l and was disoriented. He was treated by paramedics and the hospital with an IV of glucose. Reporter stated the pump data was reviewed and 24 units of insulin was missing which allegedly led to hypoglycemia. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.